Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Mating components implanted in the acetabulum are unknown. Patient factors that may affect the performance of the components such as relevant medical history, bone quality, type of activity (low impact vs. High impact) are unknown. Adherence to rehabilitation protocol is unknown. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers this investigation closed.

Event description:
It is reported that after physical therapy, the patient experienced pain. X-ray showed the lesser trochanter split off and the patient was revised.